Manufacturer narrative:
Medical records were evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by patient¿s legal counsel that patient was revised approximately 5 years post-implantation due to pain in joint involving pelvic region and thigh. Operative report confirmed patient was revised 5 years post-implantation due to mechanical failure and metallosis. Operative report stated a thick fibrotic avascular tissue consistent with an acute local tissue reaction was found. There was clear fluid found throughout the joint; however, the density of the fibrotic scar tissue had eroded the proximal femur and had resulted in painful impingement anteriorly. The cup and head were revised. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint was confirmed through op notes which indicated patient was revised due to metallosis. Upon opening, thick fibrotic avascular tissue consistent with an acute local tissue reaction was noted. The density of the fibrotic scar tissue had eroded the proximal femur and resulted in impingement anteriorly. The additional information does not affect the root cause of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Medical records were evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The cup and head was returned for evaluation. Upon visual inspection there was debris on the outside diameter of the returned cup and some minor scuffing on the inside radius. The returned head shows scuffing but no other visible damage. The additional information does not affect the root cause of previous investigation.

Event description:
No further event information available at the time of this report.